Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01765. The pt received his scs system including a percutaneous lead and an ipg on (B)(6)2007. In (B)(6) 2007, the pt's lead had reportedly migrated out of the epidural space and required replacement. During the procedure to reposition the lead, the physician backed the ipg header setscrew out too far while removing the lead and was unable to reset it. The physician explanted and replaced the ipg. The explanted ipg was returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Device 1 of 2. Evaluation - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Setscrew was upside down in the block connector. Ipg passes all functional testing. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.